Event description:
Reporter alleged discrepant back to back results of 280, 129, & 75 mg/dl when all tests were performed one minute apart. As a result, no actions were taken or treatment reportedly received. A request was made for the return of the suspect device and replacement product was sent.